Event description:
A healthcare professional called on behalf of a patient. She alleged that control tests were performed using customer's contour meter and a result of 224 was received. The advocate did not have the meter and control solution with her at the time of the call, so further troubleshooting was not possible. The test strips are to be returned for evaluation. Replacement test strips were sent to the advocate.